Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tried to actively deflate by drawing a vacuum, but it would not allow the balloon to drop. The balloon could not be withdrawn into the coronary sinus (cs) catheter inflated. Numerous other strategies were employed to try to deflate the balloon before the balloon had to be forcibly withdrawn into the deflectable sheath. Damage to the balloon resulted and the possible release of air into the venous system. There was no consequence to this release of air. The catheter was attempted and not used. Another catheter was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.